Manufacturer narrative:
(B)(4). It was reported that the device was explanted due to lvot obstruction secondary to systolic anterior motion (sam). The device was discarded by the hospital. Unfortunately, the root cause of this event cannot be conclusively determined with the available information. However, the surgeon noted that there was no malfunction of the edwards bioprosthetic valve. The operative report also documents the anterior leaflet being imbricated and not excised during the implantation of this device. It appears that this event was likely due to patient and procedural related factors. Per the device's instructions for use (IFU): "special care must be exercised to avoid placing a strut in front of the left ventricular outflow tract, as it may impair the long-term hemodynamic performance...black silk suture markers on the anterior portion facilitate the orientation of the bioprosthesis and help avoid obstruction of the left ventricular outflow tract by a strut." No further actions are possible with the available information.

Event description:
It was reported that the prosthetic mitral valve was explanted after an implant duration of approximately 2 years due to left ventricular outflow tract (lvot) obstruction secondary to systolic anterior motion (sam). Per the surgeon, there was no malfunction of the edwards valve. The operative report documents that pre-op tee showed significant gradient across the lvot with a peak gradient of 90 and a mean of 60. It was noted that at the initial surgery 2 days prior, the anterior leaflet was just imbricated and not excised during mitral valve replacement (mvr). This was not fixed at initial surgery due to long cardiopulmonary bypass run. Therefore, it was decided to bring the patient back to excise the anterior leaflet mitral valve and redo-mvr. Post-op tee showed the new valve to be well seated. No mitral regurgitation and no perivalvular leak. The patient tolerated the procedure well.